Event description:
It was reported that the device failed to detect the device connection to the patient and continued to give the "connect electrodes" message. The patient had a witnessed arrest while receiving dialysis treatment. The device operator attempted to use three different sets of electrodes on the patient but the connect electrodes issue persisted. CPR was initiated and reported to last approximately four to five minutes before emergency responders arrived at the scene and shocked the patient. There were no further details on the event and/or the patient provided.

Manufacturer narrative:
(B)(4). Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Manufacturer narrative:
A clinical review of the reported event determined that the device use did not contribute an adverse event since the patient was successfully resuscitated and admitted to the hospital. Review of the patient event record download showed that the patient transthoracic impedance level was below the minimum device specifications for patient connection detection. The device operated per specifications during the event. Physio confirmed proper device operation through functional and performance testing and returned the device to the customer for use.